Manufacturer narrative:
Device was explanted and returned, but an out of service date was not provided. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated showing a warning message as mentioned in the complaint description. Therefore, available device data were analyzed thoroughly revealing that the pacemaker switched into the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Please note that in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. As a result of the battery depletion, the specific warning message was displayed to alert the user. The ability of the device to deliver therapies was verified. Anti-bradycardia pacing pulses were not present as a result of the battery depletion. Therefore, the electronic module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the electronic module proved to be fully functional with an external power supply. The battery condition was found to be normal and as expected. There was no indication of a device malfunction.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Please note that in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption. Based on the data available for analysis, the battery is depleted. As a result of the battery depletion, a re-initialization was not successful. It was reported that the pacemaker was explanted. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
In the follow-up on (B)(6) 2020, the device shows the message - date error detected, device is in eri.